Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that undersensing was noted when it comes to this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the case and confirmed undersensing as well as oversensing with shocks being delivered due to fine ventricular fibrillation (vf). Ts discussed possible troubleshooting for this case. It was noted that the sensitivity was reprogrammed and no adverse patient effects were reported. The system remains implanted.